Event description:
On (B) (6) 2010, the lay user/reporter, the patient's wife, contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately low readings. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010 at 10:30 am, the patient obtained the blood glucose reading of 247 mg/dl on the reported meter, and a reading of 243 mg/dl on another meter within 30 minutes of each other. The patient took no actions due to this meter reading. Ten minutes later, the patient experienced the symptoms of sweating and sleepiness. The patient did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.